Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), post procedural infection ('postoperative infection') and adnexa uteri mass ('volleyball size mass / turns out body grew new alien uterus because uterus cells were left behind during hysterectomy, attached themselves to right ovary') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural infection (seriousness criterion hospitalization) and adnexa uteri mass (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy and mass removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered adnexa uteri mass, medical device removal and post procedural infection to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: medical device removal, procedural infection and adnexa uteri mass. Most recent follow-up information incorporated above includes: on 21-jan-2020: addition of imdrf code. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), post procedural infection ('postoperative infection') and adnexa uteri mass ('volleyball size mass/turns out body grew new alien uterus because uterus cells were left behind during hysterectomy, attached themselves to right ovary') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural infection (seriousness criterion hospitalization) and adnexa uteri mass (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy and mass removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered adnexa uteri mass, medical device removal and post procedural infection to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: medical device removal, procedural infection and adnexa uteri mass. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.